Event description:
It was reported the pt was not satisfied with the non-inflatable penile prosthesis device; the reason was not provided. The device was replaced with a 2 piece inflatable prosthesis. The healthcare provider indicated the pt was healing well and the pt offered no complaints.

Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.